Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: during investigation, the black box verified the vp and vm were steady with no sudden drop prior to the complaint date. The black box also showed unexplained pump reboot and battery alarms following those pump reboot events on complaint date. The pump intermittently powers with the returned battery cap. Evidence of moisture contamination on underside of battery cap. A test battery cap was used for all testing. Pump intermittently powers with a test battery cap.test battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Battery compartment threads damaged. Evidence of moisture contamination inside battery compartment. During investigation when confirming the "verify" screen pump would alarm with an cs 128 replace battery alarm.. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump on battery canister and brace support. The current draws failed due to intermittent power and eaw 128 replace battery alarm. Intermittent power and eaw 128 replace battery alarm due to battery cap /compartment damage and moisture contamination. Unable to adequately investigate "temperature" complaint due to inability to verify current draws.